Manufacturer narrative:
Records indicate these product remain in service without complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, right ventricular (rv) lead and right atrial (ra) lead difficulty was experienced implanting the rv and ra leads. After numerous positioning attempts both leads were successfully implanted. One day post implant loss of ra and rv capture was observed. It was found that the ra lead had dislodged and the rv lead had microdislodged. An invasive procedure was performed to revise the leads. Difficulty positioning the leads was again experienced, however, both were successfully repositioned. Following pocket closure, it was found that the ra and rv lead terminal pins had been switched in the device header ports. The pocket was again reopened and the leads were connected to the correct ports. The pocket was closed and it was then noted the ra lead had again dislodged resulting in ra loss of capture. The device was programmed to vdd and the patient will continue to be monitored. No adverse patient effects were reported.